Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, a transesophageal echocardiogram showed a moderate paravalvular leak (pvl). A balloon aortic valvuloplasty was performed, resulting in mild residual pvl that was deemed acceptable. Two months post-implant the patient presented to a hospital for shortness of breath due to severe aortic insufficiency. A cardiac catheterization showed a severe pvl. The patient was transferred to the implanting facility, and four days later this valve was explanted. Following explant, the source of the pvl was found to be an extensive segment of annular calcification that extended as a bar down the aorto-mitral continuity and onto the anterior leaflet. It was observed that there was poor apposition of the device frame to the native annulus adjacent to this calcium bar. Another manufacturer¿s heart valve was implanted with no residual aortic insufficiency observed. During the surgical valve replacement procedure, the patient was observed to be asystolic beneath the paced rhythm. Temporary pacing support was provided until implant of a permanent pacemaker two days later. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the initial analysis observed that the frame on the outflow was distorted in an oval shape and one strut adjacent to an outflow point was bent. Leaflets 2 and 3 were in the closed position with a small gap between the coaptive ridges of both cusps. Leaflet 1 was open. All leaflets were slightly stiff but flexible, except where host tissue extended on the inflow and outflow. All leaflets were intact. Glistening off-white pannus lined the inflow orifice onto the inner lumen or skirt on the inflow, to the inferior coaptive areas and inflow margin of attachment of two cusps. Pannus extended slightly onto the inflow of two leaflets. Two large remnants of pannus remained attached to the outflow frame. One remnant of pannus remained attached to the 2-1 commissure covering to the top of the commissural area. Pannus lined the outflow margin of attachment of leaflet 1. Pannus partially lined the outflow margin of attachment of leaflets 2 and 3. Radiography showed no evidence of mineralization or stent fractures. A supplemental report will be filed when the investigation is completed.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. The presence and rate of pannus formation is largely dependent on patient condition. Additionally, it was reported that an extensive segment of annular calcification was seen upon explant, which could impact the frame¿s ability to fully expand. This information points to patient factors as the most likely cause of the paravalvular leak (pvl).